Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. (B)(4).

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2013 due to pain. The stem, head and cup were removed and replaced with competitor products.